Manufacturer narrative:
Block b3: exact date unknown, event occurred over two years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 7080646 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing charging difficulties with their implantable pulse generator (ipg). The patient underwent a spinal cord stimulator (scs) system explant procedure.

Manufacturer narrative:
Investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try retrieve the device, however response was not received. Device history record (DHR) review it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient was experiencing charging difficulties with their implantable pulse generator (ipg). The patient underwent a spinal cord stimulator (scs) system explant procedure.